Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the device was replaced; the pump issue was unk. No pt symptoms were reported. The pt outcome was recovered without sequela. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.